Manufacturer narrative:
The involved device is currently in transit to the manufacturing facility in japan for evaluation. Therefore, the initial failure investigation consisted of a review of user facility information, quality records and evaluation of a reserve sample. Inspection of the retained sample from the reported lot confirmed that there were no defects or anomalies. Testing of the retained sample confirmed that performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that indicates this event was related to a defect or malfunction of the catheter. Although the cause of the reported event cannot be definitively determined based on the available information, the most likely cause is the reported continued attempts to withdraw the catheter against resistance after becoming caught on the calcified lesion near the aortic bifurcation. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. A supplemental report will be filed after receipt and evaluation of the involved sample. (B)(4).

Event description:
The user facility reported that the distal portion of a catheter became separated during an interventional procedure that involved passing the device up-and-over the iliac bifurcation. Communication with the user facility confirmed the following: clinical evaluation had determined that the patient had significant calcification and a moderate amount of tortuosity of the iliac vessels; during withdrawal of the catheter device over the iliac arch, the catheter reportedly tore on a calcified lesion near the aortic bifurcation; upon removal, it was noted that the distal 10-cm of the catheter had completely separated from the proximal portion of the device; the detached material was successfully retrieved using a snare device; the initial procedure was completed successfully; and the patient was reported to be ¿fine¿.

Manufacturer narrative:
(B)(4)

Event description:
This report is being submitted as follow-up # 2 for mfg. Report # 9681834-2013-00087 to provide the patients age and the user facility medwatch report number information that was obtained from the user facility medwatch report number (B)(4), which was received by terumo from the FDA on october 1, 2013.

Manufacturer narrative:
(B)(4). The involved device was returned to the manufacturing facility for evaluation. Visual inspection of the returned sample confirmed that the catheter had been fractured approximately 155mm from the distal end. Magnified visual inspection of the area adjacent to the point of separation revealed that the catheter tubing had been flared & elongated. Inspection & testing of undamaged sections of the returned sample confirmed that there were no defects or anomalies and performance specifications were met. Inspection of a retained sample from the reported lot & a sample from a current production lot confirmed that there were no defects or anomalies. Testing of these samples confirmed that performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that indicates this event was related to a defect or malfunction of the catheter. The cause of the reported event cannot be definitively determined based on the available information. However, the event description and returned sample appearance are most consistent with continued attempts to withdraw the catheter against resistance after becoming caught on the reported calcified lesions near the aortic bifurcation. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00087 to provide additional information regarding the results from the evaluation of the involved device.